Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11 visual inspection of the returned device performed. Item and lot number verified as correct. Found to exhibit signs of use (nicks, gouges, scratches) and confirmed as fractured. All pieces were not returned. Dimensional analysis performed and results were within specification. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Device has a potential field age of over eleven years and exhibits signs of repeated use. The root cause of the event is attributed to wear and tear of the device from repeated use over time. The complaint is confirmed following analysis of the returned device. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a femoral impactor pad fractured during surgery. Attempts to obtain additional information have been made; however, no more information is available.